Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient came in for a revision of his right total hip arthroplasty. Original surgery was performed in 2005. Patient presented in office for the other side (left) hip pain. When x-ray was done surgeon noted a pseudo tumor in right hip and learned that patient had undergone a metal on metal hip arthroplasty in the past. Patient was booked urgently and today the metal liner and metal femoral head were removed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.